Event description:
During placement of arterial cannula in a newborn for ECMO by surgeon, the cannula was found to be leaking. The cannula was removed, and new cannula placed by surgeon. Baby started on ECMO.